Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) had question on set up question. The hp had discovered that the cap was off the patient line when he went to connect himself. The hp wanted to know if it was okay to connect. The baxter technical service representative (tsr) asked the hp if he had taken the cap off and he said no. The hp did not see the cap anywhere. The tsr instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2012 regarding the missing patient line cap. The hp reported that the issue was resolved by starting over with new supplies. The hp did not know what happened to the patient line cap. The hp thought it was there when he was setting up. But when he went to connect himself he noticed the cap was gone. Per hp, there were no noticable defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.